Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was found to have a broken conductor wire at the monopolar yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument attachment did not work; customer changed cords and issue persisted; changed instrument and the monopolar function worked. The procedure was completed with no reported injury.